Manufacturer narrative:
One sample was received for quality evaluation. Priming was attempted on the sample and a leak was identified immediately coming from a crack in the drip chamber. The customer complaint of leakage was confirmed. The investigation was forwarded to the drip chamber supplier group for root cause analysis. After the investigation, the root cause of the issue was determined to be caused by a discontinuity in the molding process. The supplier has indicated that the component is subjected to statistically controlled examination 3 times per shift and the issue appears to be a single event. No further actions we implemented due to the extensive quality controls already in place but the issue will be monitored for further reports of the issue. A device history record review for model 11171447 lot number 25065203 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: once 1l bag of fluid was spiked, the line started leaking at the bottom of the drip chamber. Description of product: set alaris 126in 20 dr 3-y 2 luer st 20ea/ca. Lot or s/n: (B)(6). Incident date: unknown. Complaint noticed: during / after use. Problem frequency: 1st time. Patient injury: no. Qty affected: 1 ea.